Event description:
Consumer called to report erratic readings. Analysis run on consensus error grid (ceg) using average reading (219) as reference point vs bd readings (62, 376) yielded data points in the c range of the grid, outside of acceptable limits.